Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A nurse stated that a ventilator inoperative alarm had occurred, and the screen was completely red. The nurse performed an ambu bag ventilation until a representative arrived with a replacement device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code indicating that the blower stopped running had been recorded. It was considered that there was a failure in the blower driving circuit on the system pca. The system pca was replaced to address the issue. In addition, dust and dirt contamination of the fi02 tubing was confirmed therefore, the inline proximal filter was replaced.